Event description:
Procedure: knee revision. Primary procedure was in 1996. No notes on original procedure are available. Revision surgery was performed on (B)(6) 2013 by dr (B)(6) at (B)(6) hospital. Reason for revision: worn tibial insert. Surgeon removed lcs tibial insert meniscal bearing large 10mm and all the other components were left in situ. Patient initials, gender, dob and weight are provided. No further information are available.patient (B)(6).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The reported polywear is confirmed through review of provided photographs. A lot specific search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combinations were not provided. Depuy commercialized product development reviewed the x-rays and found they appear to show the femoral component and the tibial tray being in direct contact with one another. The explanted tibial insert was not returned for evaluation and the photographs provided visually show part of the insert being in multiple pieces. Also the bearing appears to have physical deformation on the articulating surface. The implant had been in situ for more than 16 years. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.